Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported false elevated alinity c creatinine and sodium assay for one patient on alinity c analyzer, sn (B)(4). Sid (B)(6): creatinine initial = 2.31 mg/dl, repeat = 1.26 mg/dl (normal range = 0.72 to 1.25 mg/dl); sodium (na+) initial = 161mmol/l, repeat = 140 mmol/l (normal range 136 to 145 mmol/l). There was no impact to patient management reported. There was no impact to patient management report

Manufacturer narrative:
A review of the analyzer (sn# (B)(6)) service history identified no contributing factors to the current complaint. The discrepant results were generated after the module was manually reinitialized post a reagent 1 (r1) probe crash but prior to the operator stopping the analyzer to perform the r1 probe calibration. Therefore, any damage or misalignment that might have occurred during the r1 crash, was not corrected for >1 hour after the instrument was re-initialized. There have been no further occurrences of discrepant results generated using (B)(6) after the current complaint was received. The alinity ci-series operations manual addresses sample result observed problems for erratic/discrepant results. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Use error cannot be ruled out as a possible cause due to lack of operator intervention immediately after the r1 pipettor error was generated. Based on the investigation no product deficiency was identified.